Event description:
It was reported that when the patient presented in clinic, externalized conductors were observed via diagnostic imaging. No electrical abnormalities were observed. The lead remains implanted.

Manufacturer narrative:
.